Event description:
It was noted that an asymptomatic patient presented remotely via merlin.net transmission. It was noted that the cardiac defibrillator was in back up mode. The device was successfully reprogrammed. The patient was stable during and post event.